Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing, the bent, stretched-out helix, the bunched ptfe insulation and the deformed conductor coils may have contributed to the irregularity in helix function. Initial: when this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to a conductor fracture and a deformed helix noted initially through x-ray test. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to a conductor fracture and a deformed helix noted initially through x-ray test. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.